Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2022, atrial oversensing was observed on the atrial channel. This atrial oversensing resulted in inappropriate mode switching. Upon visualization of the egm, artifacts seemed to correspond with minute ventilation ('mv') measurements. The mv sensor was deactivated and artifacts were no longer observed. Two non-microport leads were connected the subject pacemaker. Based on preliminary analysis, an atrial lead issue and/or lead-pacemaker connection issue at atrial level is suspected.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the follow-up performed on 16 feb 2022, atrial oversensing was observed on the atrial channel. This atrial oversensing resulted in inappropriate mode switching. Upon visualization of the egm, artifacts seemed to correspond with minute ventilation ('mv') measurements. The mv sensor was deactivated and artifacts were no longer observed. Two non-microport leads were connected the subject pacemaker.